Event description:
Per the clinic, the patient experienced a loss of connection to the device subsequent to sustaining a head trauma; however, the issue could not be resolved. Explantation is planned, however, has not taken place as of the date of this report, may 11, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.